Manufacturer narrative:
(B)(4). The device was above eri upon receipt. (B)(4).

Event description:
It was reported that the device was explanted due to a pocket infection. The patient was stable before, and after the procedure.